Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 330 mg/dl while wearing the pod between 1 and 4 hours. Patient also reported an occlusion alarm with this pod. Despite good faith attempts to obtain additional details of medical event (i.e. Treatment, duration of stay), no other information was provided. The patient's blood glucose history is as follows: (B)(6).